Event description:
It was reported that during a device change out due to eri, the right atrial lead was capped and replaced due to loss of capture. The patient condition was stable after the procedure.